Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose (bg) level was 40 mg/dl and lost consciousness, requiring assistance due to their bg. Customer consumed carbohydrates to resolve their bg and did not sustain any injuries. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.